Manufacturer narrative:
(B)(4). We are in the process of obtaining the complaint device for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint iw934 infant warmer was returned our service centre in (B)(4), where it was visually inspected by a trained fph service technician. Results: visual inspection revealed a crack on the support arm. The plastic clips on the lower case were also damaged and the reflector back plate was noted to be bent. A lot check revealed no other complaints of this nature. Conclusion: it is likely that the observed damage was caused by some form of impact possibly during transport. It was noted that the complaint device was previously servied by a trained fph service technician on (B)(4) 2013. During this service the subject infant warmer was visually inspected and no cracks were found. The complaint iw934 infant warmer was fitted with a replacement head housing kit and was returned to the customer after passing the necessary electrical safety and performance tests.

Event description:
A healthcare facility in (B)(6) reported that the heater head case of an iw934 cosycot infant warmer was cracked. A service of the device was requested. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported that the heater head case of an iw934 cosycot infant warmer was cracked. A service of the device was requested. No patient consequence was reported.